Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for pump reset, and support staff successfully reset pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if alarm appeared again.